Manufacturer narrative:
Hill-rom was not able to evaluate the device as the event happened more than two years ago and the device is not available for investigation. There is limited information available regarding this event as hill-rom was informed of this event through a lawsuit.

Event description:
Hill-rom received a report from a attorney stating that on (B)(6) 2012 a patient was being lifted from wheelchair or motorized scooter to the bed, the sling loop broke and the patient fell to the floor face first. The patient suffered injuries to her face, head and other parts of her body. The lift was located in a long term care facility. On (B)(6) 2012, the patient was transferred to (B)(6) for emergency care. She returned to the long term care facility six hours later. No information provided regarding medical intervention. On (B)(6) 2012 at 6:30 pm the patient was found to have slurred speech and a decreased level of consciousness and was again transported to (B)(6). Patient was diagnosed with urosepsis and cva. Inr on admission was 1.6. Complaint states that patient died (B)(6) 2013. This report was filed in our complaint handling system as complaint # (B)(4).